Manufacturer narrative:
Date: exact date unknown, event occurred in (B)(6) 2020. Explant date: (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 19069482 / 19069482 / 19815450 / 2000017428.

Event description:
It was reported that the patient was experiencing inadequate stimulation. All device components were explanted and were not returned. No further information has been obtained despite good faith efforts.